Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 83 mg/dl. The customer stated that she received a no delivery alarm while rewinding and filling the cannula. The customer stated that insulin did not exit the tubing. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that insulin did not exit with plunger push. The customer was advised that changing the reservoir will resolve the issue. The customer was advised to change and fill the cannula back to 0.5 units.